Event description:
A report was received that the patient underwent a pocket revision due to pocket pain and to make the ipg more superficial. The physician moved the ipg and leads to facilitate better coverage for the patient. Nothing was implanted or explanted. The patient was reportedly doing well after procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.